Event description:
It was reported the hemostatic valve could not be tightened with air within the sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure the hemostatic valve could not be tightened, and air could be visualized within the was sheath when twisting the valve as the pigtail catheter entered the sheath. The physician aborted the procedure and there were no complications to the patient reported.

Event description:
It was reported the hemostatic valve could not be tightened with air within the sheath. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve and a watchman laa closure device & delivery system (wds) were used. During the procedure the hemostatic valve could not be tightened, and air could be visualized within the was sheath when twisting the valve as the pigtail catheter entered the sheath. The physician aborted the procedure and there were no complications to the patient reported.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) with the dilator outside the sheath was returned. The device was visually and microscopically examined, and no damage or defect was found. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device. Product analysis could not confirm the reported event as functional testing passed, and clinical circumstances could not be replicated.